Event description:
It was reported that the insulin pump alarmed motor error 6 times over the last 30 days during the bolus/basal process. The blood glucose reading was 500 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted, the motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.